Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was later reported that there was multiple ongoing issues with the camera being unable to track the biopsy needle. At least 3 biopsy needles were tested. Restarting the system temporarily resolved the issue. The camera was replaced which resolved the issue. The replaced camera was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the biopsy needle was not tracking properly. The biopsy tool-card was removed and re-added which did not resolve the issue. The camera was moved so that it see both spheres on the biopsy needle. Another system was used and the biopsy needles tracked accordingly. The medtronic representative performed a manual shutdown which resolved the issue. No patient was present during the time of the reported incident.